Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that the customer was having a reporting issue where the knowledge-base populates moderate pulmonary edema information for severe pulmonary edema. It was further reported that the macro was fixed and a new knowledge base (version 2.16.06) was loaded to the production vas. There was no report of patient injury. (B)(4).